Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the esheath used in the case. Please reference related manufacturer report number 2015691-2019-03689. The devices were not returned for evaluation. Therefore, visual, functional, and dimensional evaluation could not be performed. Imagery was provided by the site and shows the esheath with the delivery system inserted through after being used in the procedure. The esheath liner is bunched and appears to be circumferentially delaminated partially at the distal end. The condition of the sheath confirms the complaint for ¿sheath distal tip ¿ liner delamination¿. As stated by the customer, ¿the [burst] balloon material would not come back through the esheath and the ¿esheath liner tore.¿ a burst balloon from the delivery system will have an altered profile, making it susceptible to catching on the sheath during retrieval. Excessive force used during retrieval may have led to the liner delamination. While a definitive root cause is unable to be determined, available information suggests that procedural factors (retrieval of burst balloon) may have contributed to the complaint event. During the manufacturing process, the sheath shaft components were 100% visually inspected. The esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sample devices from each lot are tested and inspected during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints relating to ¿sheath distal tip ¿ liner delaminated¿. The review of complaint data revealed that the complaint rate did not exceed the september 2019 control limit for the trend category ¿liner delamination¿. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Delivery system removal: completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta, delivery system removal. Patient injury could occur if the delivery system is not completely unflexed prior to removal. Balloon rupture: if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). The complaint for ¿sheath distal tip- liner delamination¿ was confirmed based on imagery provided by the customer. Although a definite root cause was unable to be determined at this time, it is possible that procedural factors (retrieval of burst balloon) contributed to the reported event. Review of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. No corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
A 26mm sapien 3 valve was deployed in the native aortic position via tf approach. During post dilation of the valve, the commander delivery system balloon ¿broke.¿ circumferential calcification of the stj was the suspected cause of the balloon burst. During withdrawal of the delivery system, the balloon material would not come back through the esheath and the ¿esheath liner tore¿. A cut-down was performed to remove the devices. The balloon burst was fully inflated. 1cc of additional inflation volume was used to post-dilate the valve. The valve was fully expanded. The pictures provided show the esheath liner was delaminated.